Event description:
Skin stapler jammed after only a few of the 35 staples had been fired. Two more staplers were fired with the same result. Another box with a different lot # was opened and the stapler functioned correctly.